Event description:
When the pt was intubated, nurse was unable to obtain adequate return volumes while on ventilator. Endotracheal cuff/balloon was suspected to be ruptured or damaged. Endotracheal tube was replaced and no more trouble with cuff issues or return volumes. Unsure of which lot # is the et tube. It is either (B)(4) or (B)(4). Have called the manufacturer, they are going to pickup the one faulty et tube, we still have and analyze it.